Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on the home choice (hc) device during use during dwell 2 of 3. The home patient (hp) stated that the unused supply clamp was open while in dwell 2 of 3. The hp stated that she cycled power, and the hc alarmed with se 2367. The baxter technical representative (tsr) had the hp cycle power and the hc proceeded to "press go to start". The tsr informed the hp to start over with new supplies or perform continuous ambulatory peritoneal dialysis (capd). The tsr advised the hp to inform the registered nurse(rn) regarding the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Additional information: the problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.